Event description:
Pt was started on a gemstar pump on (B)(6) 2012 at 1500 for a 46 hour infusion of 5fu. Pt came back to clinic for disconnect on (B)(6) 2012. Pt reports that pump had a high pitched alarm at approx 1240pm. Pt turned pump off. The 5fu bag checked and pt had approx 35cc left in the bag. Pump turned back on and a error code flashed and high pitched alarm sounded. Pump turned off. Dr mulvey consulted and order received for the remaining drug was then infused over 1 hour using a new gemstar pump. Cancer care pt. Medication involved: generic name: fluorouracil inj, brand name: adrucil inj.